Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient did not experience a 50% or greater reduction their symptoms. Troubleshooting included x-rays and CT scan (results not reported) in addition to reprogramming of the patient by the manufacturer¿s representative. The cause of the issue was not determined (to the best of the hcp¿s knowledge) but it was believed to be related to the ins. The outcome was reported as the patient was not recovered with the symptoms/issue ongoing. If additional information is received, a follow-up report will be sent. See also manufacturer¿s report # 3004209178-2014-11753 for the patient¿s other device issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking and burning sensation around the implant and down her left hip. The onset of symptoms was approximately 1 week ago. It was noted that even when the shocking subsided, the patient had the pain issue. It was noted that recently the patient started back to work, setting up the store. It was noted the patient would bend over but not do any heavy lifting. It was reported the patient saw the physician the day of the current report and was told the ¿wiring was in good shape¿ but the implantable neurostimulator (ins) may need to be replaced.

Manufacturer narrative:
Concomitant products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3998, lot# v111320, implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).